Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital due to hyperglycemia and diabetic ketoacidosis, on (B)(6) 2020 with 498 mg/dl and 390 mg/dl at time of incident blood glucose level and treated with intravenous and manual injections at hospital. Customer did not want to troubleshooting for high blood glucose. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.